Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. There was no third-party assistance required. Customer changed infusion set and cartridge. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.